Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. An evaluation was completed on the four (4) returned afx devices. There was one bifurcated stent graft and three suprarenal extensions. The evaluation was inconclusive due to damage caused by the devices being explanted. During the investigation of a previously reported event, this unreported event was discovered. On (B)(6) 2016 an additional suprarenal extension was found to be implanted. Due to the lack of relevant medical records / images, the clinical team was unable to determine the reason for this additional stent placement. The most likely cause of the additional stent placement is unknown due to the lack of relevant medical records / images. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
During clinical assessment and the investigation of a previously reported event (2031527-2017-00702) the following information was discovered. On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension in which there was an intraoperative 1a endoleak that was resolved by a non- endologix stent. On (B)(6) 2014, a secondary procedure was performed. An additional afx cuff/ extension was implanted to resolve a type 3b endoleak. This event was reported to the FDA in 2014. On (B)(6) 2016 another afx cuff/ extension was implanted for unknown reason. This event was not reported. On (B)(6) 2017, endologix was made aware of a type 1a and 3b endoleak. The physician elected to explant the devices after an unsuccessful attempt to resolve the endoleaks. The procedure (explant) was a success. The patient was reported as doing well and there have been no additional patient sequelae reported. This report is only for the unreported event of the afx cuff/ extension that was implanted for an unknown reason on (B)(6) 2016. During the investigation it was discovered that endologix became aware of this adverse event / possible product problem on (B)(6) 2016.